Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported noise on this rv lead. The patient experienced syncope. This lead was changed out in december. The exact date is unknown and it is unknown if this lead was explanted or capped.